Event description:
The system was unable to produce fluoroscopic x-rays due to a faulty x-ray tube. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. The system operates as intended.